Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information but was declined. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient's device was not producing oxygen causing their oxygen level to decrease. As a result, the patient had a hard time breathing and almost passed out. The patient has replaced the device on their own. No additional information is available at this time as the patient declined to follow-up further.